Event description:
It is reported that the patient received a shoulder implant in 2007. The patient then had an additional surgery in (B)(6) 2010, presumably to treat an infection.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.